Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned holding sleeve confirms the end of the device is damage causing the stated failure. The device exhibits signs of significant wear and use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a im nail, the t-handle snapped in half ((B)(4)), the t7 holding sleeve no longer captures (B)(4), and the screw depth gauge broke ((B)(4)) inside the patient. The procedure was completed, with a delay of fewer than 30 minutes using a s&n back up device. Patient was not harmed.